Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "during op, wire was broken and the fragment of the wire was fallen down." Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. There was an additional observation identified that was not reported by the site. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.103¿ - 0.128¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information related to the failure analysis findings for the fenestrated bipolar forceps was provided. For clarification, the frayed grip cable was confirmed during analysis, but there were no missing fragments observed. No wire fragments were returned with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps (part # 470205-17/serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system (B)(4). The instrument had 0 use remaining after last use. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being classified as a reportable adverse event and malfunction event due to the following conclusion: it was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps was found to have a broken cable. Fragments from the cable reportedly fell inside the patient, but it was unknown if all fragments were retrieved. Unintended fragments falling inside the patient may require surgical intervention. In addition, the root cause of the customer reported failure mode remains unknown.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps was found to have the cable broken. The fragment fell inside the patient and was not retrieved. A similar backup da vinci instrument was used to continue. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage identified. The instrument was in use for approximately 40 minutes and broke while it was being used for retracting tissue. The fragments were retrieved as much as possible. However, it was unknown if all fragments were retrieved. No additional surgical procedure was performed to remove any fragments. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments and was not the result of an instrument tip or accessory collision. The surgeon did not notice any issues with the functionality of the instrument. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage to the cannula nor the instrument was seen after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.